Event description:
Patient was anesthetized for craniotomy procedure for a brain mass. After her scan was loaded without difficulty, an error message was noted indicating that the navigation software was corrupted. Numerous reboots were attempted without success. The local sales representative was not immediately available and technical support from the company advised that the software rep would have to come in to fix the problem. Another patient disk was attempted to determine if the failure was specific to the patient's disk. The failure was determined to not be related to the disk, but software related. Procedure was continued without the use of the brainlab neuronavigation. Sales rep came to troubleshoot the issue later and had to reload software. She felt that the malfunction may have occurred due to multiple inappropriate shutdown procedures.what was the original intended procedure?craniotomy using neuronavigationdevice #1is this a laboratory device or laboratory test?no